Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Rotational abnormalities were observed. First prime ended prematurely, lasting 18 pulses. After 28 total priming pulses, the needle mechanism did not deploy, and the pod was subsequently deactivated. Rotational malfunctions were replicated in a rerun in conjunction with an 0x42 alarm, indicating rotational sensor minimum pulses between safety sensor trans. Contamination was observed on the commutator cap, which is confirmed as the root cause of the rotational malfunctions and subsequent needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy at pod activation.